Event description:
It was reported that a minicap extended life pd transfer set had a separation between the dark blue (female connector) and light blue (main body) which resulted in a leak. This was observed when disconnecting the device from peritoneal dialysis (pd) therapy. This was further described as "the blue end of the transfer set stayed connected to the patient line and started to come apart from the transfer set". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in d9, h3, h6 and h10. H10: the device was received for evaluation with female connector connecter to a white luer adapter. A visual inspection with the naked eye and magnification noted a female connector returned separated from the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.